Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter access port (cap) complication; it was difficult to aspirate fluid through the cap. Per the reporter, the physician plans to titrate the patient's medication dose down before flushing with saline. No patient symptoms were reported. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.